Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 400 mg/dl back to back with a result of 125 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated, that the customer discarded the strips he was using, and so no product will be returned for evaluation.